Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, probable causes for the forceps elevator wire (k-wire) being stretched include: 1. Use of the device in procedures. 2. Since k-wire was insufficiently adjusted at repair process, the user mistook as stretched k-wire even though the wire was not stretched. Additionally, the k-wire may be stretched by applying excessive tension when forceps elevator is forcibly raised while inflexible/solid endo therapy accessories are set to the elevator. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the forceps raiser k-wire were stretched and the forceps raising wire was adjusted and the scope passed forceps raising angle test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) and stenting procedure, a issue with the raising and lowering the elevator on the evis exera ii duodenovideoscope. The procedure was complete using a similar device. The procedure was not delayed. There were no reports of patient harm associated with this event.